Event description:
Manufacturer received notification through a letter from the attorney that the "defective mattress broke and allowed the enduser to fall under defective railing". The enduser fell and hit head on the floor, and subsequently expired.